Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an unknown surgery for a fracture of distal end of the left radius. When the screw was inserted in the most radial hole in the most distal row in fixed angle mode and with a guiding block, the screw head completely passed through the plate and reached the bone. Other screws and the plate that had already been inserted were removed, and said screw, which had become embedded in the bone, was extracted. Since the screw head was not completely embedded in the bone, there were no problems related to the removal of the screw. At the surgeon's discretion, the plate was changed to an extra small 3-hole plate and fixation was done. Since the head of the screw in question was embedded in the bone, the fracture line, which had originally been in a proximal to distal direction, was extended due to that event, and a screw was not inserted in the most radial hole in the most distal row. The surgery was completed without any problems with final fixation as confirmed by the surgeon. There was no surgical delay. Intraoperatively, after the plate and screw were removed, the surgeon tried mating them to test them, and the screw did not pass through the plate. The event that the screw passed through the plate could have been influenced by the direction of the surgeon's hand or the patient's bone quality, but since a guiding block was used, it is unlikely that these factors had that great effect. This report is for one va lockscr ø2.4 self-tap l14 tan for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: initial reporter is j&j company representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: sterile part: 04.210.114s. Sterile lot no:227l609. Release to warehouse date: 20 sep, 2023. Expiry date: 01 sep, 2033. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the internal threads of one of the distal holes stripped. The fail to intended of place the screw on the target device can be attributed to the stripped condition of the hole. Also the head screw has signs of stripped on the threads. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed, the screw cannot be place on the hole correctly. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the va lockscr ø2.4 self-tap l14 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.